Event description:
Litigation alleges that patient was injured by excessive levels of chromium and cobalt in the blood. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain. Update (B)(6) 2012 - op notes state the patient was revised due to cobalt chromium. Update (B)(6) 2014 - medical records received. Patient was revised to address bursitis, inflammation, hip bursal swelling, cloudy yellow fluid, corrosion on the neck, acetabular cup loosening with only fibrous ingrowth, and acetabular bone loss. The stem and sleeve are being added to the complaint.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.